Event description:
New information received noted that no intervention was performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead and right ventricular lead had noise causing automatic mode switching episodes. The patient was asymptomatic. No further information was reported.